Manufacturer narrative:
After further review, it was determined the initial MDR submitted to the FDA on 05/28/2015. MFR # 1045092-2015-00285 was reported in error. Reported to the FDA on 07/29/2015.

Event description:
The end user reports the urinary catheters are 'very rough in spots and he felt like the catheters were scratching his urethra.' The end user further reports the urinary catheters are 'sticking to the packaging' and he has to 'force them out' of the packaging. Additionally, the end user reports many catheters are thrown away because they have 'very rough surfaces in spots.'

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted. This complaint involves three devices therefore a separate FDA 3500a will be submitted for each device.